Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited an increase in threshold measurements. The output was adjusted to ensure capture. Impedance and sensing measurements appeared relatively stable. The patient will continue to be monitored. It was reported that an alert was generated for an atrial intrinsic amplitude out of range. Review of the trended data showed a measurement of 0.5mv and no undersensing was observed. A review of the stored presenting electrogram (egm) showed possible atrial loss of capture. In-clinic atrial threshold measurement was 4.0v @ 0.4ms with the current atrial output programmed to fixed at 4.0v @ 1.0ms. In clinic assessment of atrial lead measurements and to ensure an adequate safety margin was recommended. The lead remains in service and no adverse patient effects were reported.